Event description:
A consumer reported experiencing a corneal ulcer while attending school in a different state. Further details received stated left eye was red & very painful upon awakening after 2-3 weeks continuous wear of lenses, but no medical treatment was sought as she thought problem would resolve. Uses as unspecified brand of multipurpose lens care solution. Several days later, she called the fitting doctor in home state, who prescribed neomycin drops over the phone. Drops used for 3 days then discontinued. Pain returned and she went to local eye care facility on six days laterf. Diagnosed with a pseudomonas ulcer, left eye. Prescribed vigamox, steroid, dilating drops & ointment for night use. Follow-up visit on the next day and the following day - continue drops. One day later, seen by corneal specialist in same practice, who reduced vigamox to once a day for 4 days. Next follow-up visit on the next day, with event resolving. No further follow up visits scheduled. Consumer anticipates refit to daily disposable contacts by home town doctor. Request has been made for further details, however no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered a possible infectious corneal ulcer." The package insert states in the warnings section that patients be advised of the following warnings pertaining to contact lens wear: eye problems, including corneal ulcers, can develop rapidly and lead to loss of vision. Instruct patients at the dispensing visit and subsequent visits to immediately remove their lenses and promptly contact their eye care professional if they should experience eye discomfort, redness of the eye or other problems with their eyes. As there was no product returned, no detailed investigation can be performed. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.